Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the ultrasonic gastrovideoscope showed no image during preparation for use for a diagnostic endoscopic ultrasound (eus) procedure. The procedure was delayed by 5 to 10 minutes and was completed by using a similar device. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.